Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be '3.2 device not properly connected to as resulting in low flow rate¿ with a potential root cause of '3.2.1 inadequate labeling of device for proper connection. Improper design of pad connector- pad not connected to fluid delivery line. Pad connector not properly attached to fluid delivery line.¿ the lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required. The product code for this z300- low flow ns product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300- low flow ns product labeling is found to be adequate based on past reviews.

Event description:
It was reported that the arctic sun flow rate was low. The patient was switched to a second device to complete therapy. However, the same symptom occurred even after the equipment was replaced. After replacing the pads with a new set of pads the flow rate improved and therapy was able to continue. The facility still felt the device needed to be serviced for the low flow rate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun flow rate was low. The patient was switched to a second device to complete therapy. However, the same symptom occurred even after the equipment was replaced. After replacing the pads with a new set of pads the flow rate improved and therapy was able to continue. The facility still felt the device needed to be serviced for the low flow rate.